Event description:
Per the audiologist's report, the patient developed an infection "immediately" after implant surgery. The patient was treated with antibiotics. Reportedly, the infection returned whenever the patient stopped taking antibiotics. The device was explanted in 2007. Reportedly, a culture showed mrsa. It was reported twelve days later, that the patient had recovered and had been discharged from the hospital.

Manufacturer narrative:
.